Event description:
It was reported that they had a patient that was cooling this weekend and this morning at change of shift they started getting error 113 (reduced water temperature control) in arctic sun device. Per the team, they tried all the tips they had put out to them but it did not work and then the baby¿s temperature dropped to 32.3 around 11am and would not warm up so they changed out the mattress and the machine. It is their cooling machine #3. Per follow up information received via phone on 16jul2024, per nurse the device had been exchanged 3 times without resolve. Only when the pads were exchanged did the flow rate and water temperature increase. Patient was able to complete therapy. The devices remain in service without evaluation. The pads were size large and had been disposed of after replacement. Per additional follow up information received via mail on 23jul2024, it was reported that patient temperature dropped below 32.8c. Medical intervention required and patient had to be put on the radiant warmer. They had to connect an additional neonatal pad to improve the flow rate enough to warm the water. The baby was 32.8c and the water was staying at 26.1 and neither are warming up. This is the second time this has happened. They went to the hospital and had to connect another neonatal pad to improve the flow enough to increase the water temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had a patient that was cooling that weekend and that morning at change of shift, they started getting error 113 (reduced water temperature control) in arctic sun device. Per the team, they tried all the tips they had put out to them but it did not work and then the baby¿s temperature dropped to 32.3c around 11 am and would not warm up so they changed out the mattress and the machine. It is their cooling machine #3. Per follow up information received via phone on 16jul2024, per nurse the device had been exchanged 3 times without resolve. Only when the pads were exchanged did the flow rate and water temperature increased. Patient was able to complete the therapy. The devices remain in service without evaluation. The pads were size large and had been disposed off after replacement. Per additional follow up information received via mail on 23jul2024, it was reported that the patient temperature dropped below 32.8c. Medical intervention was required and patient had to be put on a radiant warmer. Customer stated that the baby was 32.8c and the water was staying at 26.1c and neither were warming up. This was the second time this had happened. They went to the hospital and had to connect another neonatal pad to improve the flow enough to increase the water temperature.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿belt temperatures too low after nip roller and heated section." However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a patient that was cooling this weekend and this morning at change of shift they started getting error 113 (reduced water temperature control) in arctic sun device. Per the team, they tried all the tips they had put out to them but it did not work and then the baby¿s temperature dropped to 32.3 around 11am and would not warm up so they changed out the mattress and the machine. It is their cooling machine 3.